Event description:
It is reported that customer had blood glucose versus sensor glucose differences. Customer's blood glucose was 182 mg/dl and sensor glucose was 59 which went into threshold suspend. Customer reports the following day blood glucose is in the 100 mg/dl and sensor glucose was in the 400. Customer was advised on the reasons for sensor glucose versus blood glucose issues. Customer declined troubleshooting as this situation only happened once. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.